Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with complete pump reset instructions by technical support and advised to reset the pump at their convenience, with a follow-up action if the issue persists.